Event description:
The customer reported that the system was making a popping sound and a burning smell was coming from c-arm. This occurred during an unknown procedure, but system was usable with just a popping sound and no other effects to system.

Manufacturer narrative:
The ge service rep cleaned candlesticks and x-ray tube wells, regreased cables, did filament calibration with no issues during calibration or arcing. Machine fully functional.